Event description:
It was reported that the touch screen was intermittently unresponsive. There was no adverse impact to the customer's blood glucose level. System check with tandem technical support indicated that the touch screen was functioning as intended; however, customer continued to allege that the touch screen was not functioning properly. Reportedly, the customer continued to use the pump for insulin therapy.